Event description:
The patient received several hv therapies due to noise. Noisy oversensing was observed on the atrial channel. The lead was explanted.

Manufacturer narrative:
The field experience was verified. Analysis found the outer insulation abraded and the sensing cables were abraded exposing the metal. This may have caused the noise signals resulting in inappropriate shocks. The damage found is consistent with lead friction with another lead.